Event description:
It was reported that fracture of the guide wire and its catheter occurred. A 190 cm filterwire ez embolic protection was selected for use. During the procedure, the filter did not have an opening within the saphenous bridge that measured 4.0mm. There was significant resistance during opening, leading to the fracture of both the guide wire and the catheter. The procedure was completed with another of the same device. No patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The wire returned inside the delivery sheath and the filter bag came back in undeployed state. It is possible to observed that the spring tip was bent and stretched. Sheathing/unsheathing test was performed, and the filter bag can be retracted/deployed by normal way.

Event description:
It was reported that fracture of the guide wire and its catheter occurred. A 190 cm filterwire ez embolic protection was selected for use. During the procedure, the filter did not have an opening within the saphenous bridge that measured 4.0mm. There was significant resistance during opening, leading to the fracture of both the guide wire and the catheter. The procedure was completed with another of the same device. No patient complications reported.